Event description:
It was reported that this lead was explanted due to unknown reasons at this time. The involved leads are non-(B)(6) products. No additional adverse patient effects were reported. Additional information regarding product return status has been requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).